Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high troponin t hs stat results from a cobas e601 analyzer. The serial number was requested, but was not provided. After a physician doubted the result for one patient sample, the customer performed a new calibration and rechecked and corrected results for two additional samples. Patient 1: sample 1: initial result was 0.028 ng/ml. On (B)(6) 2016, the repeat result on a cobas e411 was 0.010 ng/ml. Sample 2: on (B)(6) 2016 the initial result was 0.029 ng/ml and the repeat result on a cobas e411 was 0.012 ng/ml. Patient 2: sample 1: on (B)(6) 2016, the initial result was 0.023 ng/ml. This sample was not repeated. Sample 2: on (B)(6) 2016, the initial result was 0.024 ng/ml and the repeat result on (B)(6) 2016 on a cobas e411 was 0.005 ng/ml. The erroneous results had been reported outside the laboratory. No adverse event was reported and the repeat results were considered to be correct. The investigation found the calibration performed on (B)(6) 2016 that was used for the generated of the patient results in question had signals that were half of the expected level. The new calibration performed on (B)(6) 2016 had higher signal results, but was still low. Review of the provided analyzer alarm trace and field service representative observations, did not find a root cause. Based on the available data, there was most likely an issue with a single reagent pack as the calibration signals improved over time and the issue appeared to be reversible.